Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). The device was returned without damage. The device was investigated visually according to an attach/detach failure analysis checklist. After an investigation, the device was found to meet specifications. Based on review of the complaint file, including the investigation of the device performance in relationship to the customer's report and monthly device trending, a CAPA is not deemed necessary at this time. Trending and device performance will continue to be monitored.

Event description:
According to the reporter, the device descended into the patient's stomach. The procedure was repeated with no intervention required. There was nothing unusual noted with the patient or the procedure. An endoscopy performed prior to the procedure indicated that the esophagus was normal. The physician was an experienced user. No lubricant was used in placing the device. The product has been received for investigation.